Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the remote home monitoring system issued an alert for the signal artifact monitoring (sam) disabling the minute ventilation feature. Upon review it was determined that sam was inappropriately triggered due to atrial fibrillation (af) and not true noise. During the review boston scientific technical services (ts) also found a sustained episode of pacemaker mediated tachycardia (pmt) from almost two weeks earlier. The minute ventilation feature was programmed back on and the pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the remote home monitoring system issued an alert for the signal artifact monitoring (sam) disabling the minute ventilation feature. Upon review it was determined that sam was inappropriately triggered due to atrial fibrillation (af) and not true noise. During the review boston scientific technical services (ts) also found a sustained episode of pacemaker mediated tachycardia (pmt) from almost two weeks earlier. The minute ventilation feature was programmed back on and the pacemaker remains in service. No adverse patient effects were reported. Additional information received indicates that 2.5 years after this clinical observation the device was explanted for an unreported reason and returned for evaluation.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.